Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows an introducer needle hub cracked into two distinct pieces. Signs of use in the form of biological material were observed. The separation was confirmed. The customer also returned one introducer needle for analysis. Visual analysis revealed that the needle hub was broken and separated. The distal end of the hub was still adhered to the needle cannula. Microscopic examination confirmed the damage. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked and separated needle hub was confirmed through investigation of the returned sample. Visual inspection revealed cracks and a separation of the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the dr tried to aspirate, after obtaining venous access, he drew back air . He noticed that the needle had a crack in the hub . He opened a new set to complete the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the dr tried to aspirate, after obtaining venous access, he drew back air . He noticed that the needle had a crack in the hub . He opened a new set to complete the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows an introducer needle hub cracked into two distinct pieces. Definite signs of use were observed. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the customer supplied photo. The failure mode identified is consistent with the failure mode investigated in a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. It was identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the dr tried to aspirate, after obtaining venous access, he drew back air. He noticed that the needle had a crack in the hub. He opened a new set to complete the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".